Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing leading to inappropriate mode switch episodes. It was reported that the physician had doubts about the lead performance. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information received on 13 jun 2019 indicating that the patient previously presented in clinic on (B)(6) 2019. Upon device interrogation, the right atrial lead exhibited low sensitivity. Programming changes were made. The patient then presented in clinic on (B)(6) 2019 for follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing episodes leading to inappropriate mode switch episodes. Noise could not be reproduced with isometric testing. Further programming changes were made. The patient presented on (B)(6) 2019 with continuing noise oversensing episodes that were leading to further inappropriate mode switch episodes. Noise could not be reproduced with isometric testing. Programming changes were made again and the patient would continue to be monitored.